Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed frequency ablation procedure for persistent atrial fibrillation, which is considered off label use, a farawave 31mm catheter experienced spline bunching issues. The catheter was retracted into the sheath and rotated with no resolution. The catheter and guidewire were removed from the body to manually correct the issue. However, the merit inquire guidewire became stuck and was no longer able to be maneuvered. The physician attempted to remove the guidewire believing it to be kinked and heard a snap. The catheter was no longer able to fully deploy into flower position. The catheter and guidewire were replaced with similar devices, and the procedure was completed. No patient complications were reported. The catheter and guidewire were disposed of and are not expected to be returned for analysis.